Event description:
It was reported to philips that the system gave an alert indicating some stand movements were not available, which can impact geometry. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A field service engineer (fse) visited the site and found no geometry movements were not possible. System logs revealed a failure in the local bus signal between spc 1 & 3 and luc 1 & 2. To resolve this, the fse swapped the local unit controllers (lucs) with those from another system to troubleshoot. Subsequent to these actions, the system showed no further issues and was returned to use in optimal condition at the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation's outcome.